Event description:
It was reported that failure to evacuate occurred. A jetstream xc catheter was selected for an atherectomy procedure. The normal speed of aspiration from the tubing was intermittent. A visible defect was observed in the tubing of the device. Troubleshooting steps were taken to restart the device, these attempts were unsuccessful to resolve the event. There were no patient complications reported.